Manufacturer narrative:
Analysis of the catheter found no significant anomaly. There was acceptable testing. The catheter was incomplete and returned in segments. He catheter was patent and passed flow and in line pressure testing. Analysis of the pump found residue in the pump motor gear train anomaly which resulted in the motor stall. Also there was corrosion and or wear and lack of lubrication noted. The catheter access port (cap) was found to be patent and the alarm tested within specification. The pump was tested for dispense accuracy and found to be within specification.

Event description:
It was reported that there was a motor stall confirmed by telemetry without recovery. The patient first noted the stall on the personal therapy management (ptm) device when an error code 8476 was received which telemetry later confirmed was a motor stall which occurred on (B)(6) 2012 at 410 a.m. The patient was having symptoms of withdrawal like increased pain and "all of the above." The healthcare provider (hcp) planned to supplement the patient with oral medications. It was noted that the elective replacement indicator (eri) was 7 months so a pump replacement was nearing anyway. The pump was replaced on (B)(6) 2012 at which time it was noted that the pump still had not recovered and the patient's withdrawal symptoms were described as being faint, sweaty and lethargic. Following the pump replacement the patient was reported as "now doing just fine" with outcome of "no injury." The medication in the pump was sufentanil. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709, lot # j0058168r, implanted: (B)(6) 2001, product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.